Manufacturer narrative:
Other applicable components are: product ID :39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from another company's manufacturer representative (rep) regarding a patient who was implanted with a neuro stimulator (ins) for spinal pain. Information was reported that the patient's 565 paddle lead is fractured. Caller said that another manufacturer's rep was present and the doctor wanted to change the patient's implant for another manufacturer's battery. Caller did not know the reason for the exchange. The caller said when the lead was disconnected from the current battery and when they were doing the exchange when they went to connect the adaptors the lead was fractured across all 16 contacts and all contacts were over 30,000ohms. Caller said the healthcare provider (hcp) did a lot of troubleshooting, like "reconnecting and stuff" but in the end they couldn't finish the procedure and the doctor decided to leave the lead in the patient's body and closed up the patient's surgical wound. The doctor was going to discuss the next steps with the patient at the patient's next follow up appointment. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4). Product type lead. Deleted device code (B)(4) if information is provided in the future, a supplemental report will be issued.